Event description:
Deflated left subglandular saline breast implant. Deflated since (B)(6) 2006. Will be returned to MFR. A 1cm tear in the posterior implant surface of implant, implant did not experience injury during explantation.